Event description:
Patient reported that infusion set leaked (leakage occurred while infusion set was in use). Patient reported having had high blood glucose (265 mg/dl) as a result of the leakage. Patient self-treated elevated blood glucose by delivering an insulin bolus.